Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor memory 350cc gel breast implant, catalog number: 3507350bc, serial number:(B)(4), lot number: 5573389. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with mentor memory 350cc gel breast implant that bilaterally ruptured after implantation. As a result, the patient underwent bilateral removal and replacement with left: catalog number; 3507320mc, serial number: (B)(4) and right with catalog number: 3507320mc, serial number: (B)(4) on (B)(6) 2018. This report is for the right implant.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination of the device, product evaluation team observed a crease on the posterior aspect extending to the anterior. Shell abrasion was observed at the end of the crease on the posterior aspect, suggesting in-vivo folding or creasing of the device. In addition, a rent measuring 1.1 cm was discovered within the shell abrasion on the posterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).